Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.

Event description:
It was reported to vyaire medical that 3100a ventilators did not pressurize. The unit was turned on and reset but it got 15cmh2o. There was no information of patient involvement associated with the reported event.